Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post- operative treatment includes surgical revision using ethicon ultrapro and partial muscle and fascia resection out of necessity.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of a incisional hernia. It was reported that after implant, the patient experienced recurrence and adhesions. Post- operative treatment includes surgical revision using ethicon ultrapro and partial muscle and fascia resection out of necessity.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent robotic repair of ventral hernia repair with mesh. The patient experienced surgical revision, mesh incorporation into abdominal fascia and muscle, partial muscle and fascia resection out of necessity.